Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter leaked.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. An egg shell white bardex ic temperature sensing catheter was returned. The balloon was inflated with 10cc of air using a 10cc leur lock syringe. The balloon appeared to be asymmetric. The balloon was then deflated passively with no issues. The catheter was then inflated with 10cc of water. The balloon was found to be asymmetric. The balloon failed specifications, due to when inflated with water and when inflated with air as the asymmetry was above 60/40. The root cause of this failure is operator error in missing the asymmetrical balloon defect during water test of the assembly procedure, resulting in stress on the patient's kidney and causing a ripple effect, resulting in urine leaking around the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use.". Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter leaked.